Event description:
It was reported that inhibition of bi-v pacing after atrial pacing spikes were observed via ECG post-implant. The patient was asymptomatic. Oversensing was not seen upon interrogation. The device was reprogrammed.

Manufacturer narrative:
No medwatch form was received.